Event description:
It was reported that during a navx case, the patient experienced a burn under the patch while the stockert generator was used. The cas (clinical account specialist) on site stated that the burn happened outside the esi grounding patch. After the case, the costumer noticed that the esi grounding patch had an exposed wire. The stockert was a loaner unit and the customer was requesting a replacement. The reporter wanted to send the stockert used in the case to be checked. Attempts to get additional information about the case have been made with no success. As of this moment, it is unclear in regarding to the details of the procedure and patient's injury, it has been decided to report this event.

Manufacturer narrative:
(B)(4). It was reported that during a navx case, the patient experienced a burn under the patch while the stockert generator was used. The unit was evaluated and no errors were found, however, during servicing, the circuit path was broken which was replaced as well as the nis board. Functional test and pm were performed and the unit was found ready for use. The device history record for stockert generator serial number (B)(4) shows that no manufacturing or test fails were noted during the manufacturing cycle related to functionality of the device. The device met all requirements prior to distribution. A supplier corrective action was opened to address the issues related to the stockert nis board.

Manufacturer narrative:
Investigation is still in process. A supplemental 3500a will be submitted to the FDA once that the repair record is completed. (B)(4).